Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that during insertion of pedicle screw the upper portion of the screw sheared completely off. The surgeon reportedly had undertapped with a 6.5mm tap and was inserting a 7.5mm screw into very hard bone. The connector was then placed and the damaged screw was left implanted "sitting proud" not completely through the pedicle. There were no patient complications.